Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the relion micro meter was giving high readings. Caller tested bg first thing this morning and she rcvd a reading of hi. She immediately took humalog. And 6 oz of orange juice. She wasn't feeling symptoms so about 15 minutes after getting hi and dosing, she retested 5x and got the following readings 299, 203, 312, 313,330. While on the phone with me (about an hour after the incident her reading was 380) caller stated that her readings are usually all over, but more so since she started using this meter. Controls not used. Replaced product.